Event description:
It was reported by the patient¿s relative that the patient received multiple shocks" due to lead issue. Follow up was made to the patient¿s clinic and the clinic confirmed the patient did receive inappropriate shocks, but could not find indication in the records as to what caused the shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d154atg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. A 4968, implantable pacing lead x2, implanted: (B)(6) 2007. (B)(4).